Manufacturer narrative:
(B)(4). The location of the reported instrument is unknown currently. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the hex driver tip fractured. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.